Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.